Manufacturer narrative:
.

Event description:
Procedure type: lap assisted vaginal hysterectomy (lavh). According to the reporter, the metal pin from the foam collar broke off and fell into the incision site. The pin was located while removing the trocar at the end of the procedure. Towel clips were used to secure the trocar in place and maintain pneumoperitoneum. The operating time and incision were not extended as a result. No patient injury was reported. No further patient details was released.